Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth / miscarriage"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body"), rash papular ("rashes or skin conditions type: small red bumps") and migraine ("migraine"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic, rash papular and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus allergic, psychological trauma, rash papular, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as 2005 now it is reported 01-jan-2013 lot number: a73753; manufacture date: 2012-11; expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received event " migraine" was added. Patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('stillbirth / miscarriage') and abortion spontaneous ('stillbirth / miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain / weight loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as ??-???-2005 now it is reported 01-jan-2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury nos" replaced with "pelvic pain", events - "dysmenorrhoea, dyspareunia, abdominal pain, back pain, nickel allergy, psych injury, migration, miscarriage, vag. Discharge, fatigue, headaches, nausea, tumors, weight gain, weight loss, she did not underwent essure confirmation test, pregnancy" added. Reporter¿s information, patient¿s demographics were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth / miscarriage"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body"), rash papular ("rashes or skin conditions type: small red bumps") and migraine ("migraine"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). The patient was treated with surgery (essure removed). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic, rash papular and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus allergic, psychological trauma, rash papular, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as ??-???-2005 now it is reported (B)(6) 2013. Lot number: a73753, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- removal added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma in 2017, bell's palsy in 2010 and overweight. Current weight 170 lbs. Concomitant products included salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vag. Discharge/bladder or urinary problems or changes-unusual vaginal discharge"). In 2015, the patient experienced furuncle ("boils") and rash pruritic ("itching rash"). In 2016, the patient experienced anxiety ("psych injury-anxiety"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient experienced pelvic pain ("pelvic pain/ chronic"), allergy to metals ("nickel allergy"), headache ("headaches"), nausea ("nausea"), migraine ("migraine") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth / miscarriage"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body"), rash papular ("rashes or skin conditions type: small red bumps") and fallopian tube enlargement ("I was told that my fallopian tube swollen"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). The patient was treated with antibiotics and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, anxiety, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic, rash papular, migraine, furuncle, vomiting, female sexual dysfunction, rash pruritic and fallopian tube enlargement outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube enlargement, fatigue, female sexual dysfunction, furuncle, headache, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus allergic, rash papular, rash pruritic, vaginal discharge, vomiting and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2005, (B)(6) 2013, (B)(6) 2013 insertion details((B)(6) 2013)-ostia were both visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Lot number: a73753 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received - pfs received-new event I was told that my fallopian tube swollen, itching rash, boils , vomiting, apareunia (inability to have sexual intercourse) , were added. Event psych injury updated to anxiety. Medical history, concomitant and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma in 2017, bell's palsy in 2010 and overweight. Current weight 170 lbs. Previously administered products included for contraception: mini-pill in 2011. Concurrent conditions included left lower quadrant pain, discomfort, abdominal pain lower, hidradenitis suppurativa and renal stone. Concomitant products included clindamycin, clobetasol and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vag. Discharge/bladder or urinary problems or changes-unusual vaginal discharge"). In 2015, the patient experienced furuncle ("boils") and rash pruritic ("itching rash"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psych injury-anxiety/psychological or psychiatric problems/psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2017, the patient experienced pelvic pain ("pelvic pain/ chronic"), allergy to metals ("nickel allergy"), headache ("headaches"), nausea ("nausea"), migraine ("migraine") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth / miscarriage"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body"), rash papular ("rashes or skin conditions type: small red bumps"), fallopian tube enlargement ("I was told that my fallopian tube swollen"), pruritus ("rashes or skin conditions type: itching all over"), rash ("rashes or skin conditions type: rashes all over") and abdominal pain lower ("lower abdomen pain"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). The patient was treated with antibiotics and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, anxiety, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic, rash papular, migraine, furuncle, vomiting, female sexual dysfunction, rash pruritic, fallopian tube enlargement, pruritus, rash and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube enlargement, fatigue, female sexual dysfunction, furuncle, headache, migraine, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus, pruritus allergic, rash, rash papular, rash pruritic, vaginal discharge, vomiting and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in date of insertion- 2005, (B)(6) 2013. Insertion details (B)(6) 2013 - ostia were both visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Lot number: a73753, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: plaintiff fact sheet was received. Event added from pfs- itching all over, rashes all over. Events onset date were added. Fu 11, 12, 13 and 14 was processed together. On 20-jul-2020: plaintiff fact sheet was received. Event added from pfs- lower abdomen pain. Historical drug were added. Fu 11, 12, 13 and 14 was processed together. On 23-jul-2020: plaintiff fact sheet was received. Medical history were added. Fu 11, 12, 13 and 14 was processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth / miscarriage"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / weight loss"), pruritus ("allergic or hypersensitivity reaction type: constant itching all over body") and rash papular ("rashes or skin conditions type: small red bumps"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus and rash papular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus, psychological trauma, rash papular, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2005 now it is reported (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet and medical record received. Reporter information updated. Events: allergic or hypersensitivity reaction type: constant itching all over body, rashes or skin conditions type: small red bumps were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth / miscarriage"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body") and rash papular ("rashes or skin conditions type: small red bumps"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic and rash papular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus allergic, psychological trauma, rash papular, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as ??-???-2005 now it is reported (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth / miscarriage" and device monitoring procedure not performed "she did not underwent essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("stillbirth / miscarriage"), pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), weight fluctuation ("weight gain / weight loss"), pruritus allergic ("allergic or hypersensitivity reaction type: constant itching all over body") and rash papular ("rashes or skin conditions type: small red bumps"), was found to have a pregnancy with contraceptive device ("stillbirth / miscarriage") and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, psychological trauma, vaginal discharge, fatigue, headache, nausea, neoplasm, weight fluctuation, pruritus allergic and rash papular outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, pruritus allergic, psychological trauma, rash papular, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as 2005 now it is reported (B)(6) 2013. Lot number: a73753, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.